Manufacturer narrative:
Analysis: the event in question took place in. No pt injury was reported. The ivent201 is designed to meet the standard requirements. The design of the on/off switch housing allows protection against inadvertent pressing of the ac cable when the cable crosses the on/off switch. Ac power disconnection is sw protected under single fault condition with respective audible and visible alarm to operator [ac disconnect]. The complaint in question indicates a human error. The nurse accidentally pressed the on/off switch which shut-down the machine. The event was observed immediately and the patient was ventilated manually. This kind of human error can only take place while clinicians are in very close proximity to the patient. The machine in question was returned to clinical user afterwards. Conclusion: human error caused the event. The machine operated afterwards within specifications. In order to minimize human error, a shielded plastic cover will be installed to the on/off switch to prevent inadvertent shut down by the operator. This event [as is] might lead to a serious injury if the problem goes unrecognized and therefore, should be considered as an MDR report. There is no need to perform a field correction (voluntary recall) under the FDA guideline. This correction is considered as a product improvement which should be cleared for implementation under eco process. The CAPA/eco that will be opened will request to install this plastic cover on each new machine and any RMA machine coming back to service (upgrade/repair/pm).

Event description:
The event took placed while the patient was being readied for transport out of the critical care unit to a procedure area. The vent was being handed from one respiratory therapist to another when a nurse decided to help move the vent and compressed the power switch with his hand while moving the vent. The two therapists in the room immediately noticed what had happened, took the patient off the ivent, and ventilated the patient with a manual resuscitation bag until the vent was powered back up and run through the pre-use check. The patient was placed back on the ivent for the reminder of the procedure without incident.